Manufacturer narrative:
(B)(4).

Event description:
It was reported lead dislodgment was observed during a follow-up. The lead was capped and replaced. The patient condition is fine and doing well after procedure.